Event description:
Patient was revised to address femoral and tibial loosening at the cement/implant interface (cement brand unknown). Poly wear of the insert was also reported.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The manufacturer of the cement was unknown. The investigation could not verify or draw any conclusions about the reported event without the devices to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.